Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that he decided to perform the implant removal right after its installation in intrsoral region #15. There is no information about another implant successfully placed at the same surgery.